Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error u-02 on the erbe generator. Prior to calling the customer connected a backup generator and they are continuing as planned. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer¿s site to further investigate the reported event. The fse confirmed the reported issue and replaced the integrated electro surgical unit (iesu). The system was tested and verified as ready for use. Isi received the da vinci product involved with the complaint and completed the failure analysis. The issue could not be confirmed using system logs. However, the unit presented error m-11. Visual inspection found the unit with crack on the upper right corner of the bezel. There were also scratches and areas of chipped paint on the housing cover, and the left rear portion of the housing was observed to be dented and bent. Further functional testing resulted in error u-02 appearing upon startup, and a review of the internal system log additionally showed error c-00. The probable root cause could be attributed to a communication error.